Event description:
No flow, sales person of a distributor confirmed it at the hospital but could not find out the same phenomenon either at a medic office or at service center. According to the story when sales person of the distributor brought the instrument in to the service center, air does not seem to have come out when he exposed a hand to a supply of air mouth of the instrument.